Event description:
It was reported that the rpm of the device was unstable. The 90% stenosed target lesion was located in severely calcified middle left anterior descending artery of left coronary artery. A rotalink advancer was selected for use. During the procedure, the burr was able to enter the vessel. However, the rotational speed was unstable. The switch of the nitrogen gas cylinder was adjusted but still the issue was not resolved. The procedure was completed with another of same device. No patient complications reported and patient is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a rotalink advancer unit. The advancer and handshake connection were visually examined. Functional testing was performed by attempting to rotate the drive shaft, however, it was unable to rotate. Product analysis confirmed the reported event due to the melted ultem. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported event.

Event description:
It was reported that the rpm of the device was unstable. The 90% stenosed target lesion was located in severely calcified middle left anterior descending artery of left coronary artery. A rotalink advancer was selected for use. During the procedure, the burr was able to enter the vessel. However, the rotational speed was unstable. The switch of the nitrogen gas cylinder was adjusted but still the issue was not resolved. The procedure was completed with another of same device. No patient complications reported and patient is stable.